Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak at port entry discovered during surgery".

Event description:
Healthcare professional reported left side "leak at port entry discovered during surgery". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ wear abrasion observed on the inside the device.

Event description:
Healthcare professional reported left side "leak at port entry discovered during surgery". Device has been explanted.